Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
A lifeguard reported obtaining a higher than feels reading of 121 mg/dl on their precision xtra meter at the time the customer experienced tachycardia, hypertension vertigo and was "going in and out of consciousness." The paramedics were called, treated customer with glucose intravenous infusion on the scene and transported to a local hospital where he was diagnosed with "heat symptoms." The caller was unable to provide any details regarding treatment provided at the hospital and only indicated the customer self-treated with "asthma medication", water and "put on oxygen." There was no report of death or permanent impairment associated with this medical event.